Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had difficulty reading. The lens was replaced with another lens of same model but one diopter stronger power than the initial lens. Additional information was requested.